Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 6f sheath hole prior to a stent graft interventional procedure. Reportedly, the sutures of one prostyle were successfully pre-placed. An attempt was made with a second prostyle device; however, there was no suture present when the needle plunger was removed after deployment. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to an 18f and the stent graft interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.